Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical engineering dept. For an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events or delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2012. Testing and investigation found the ground prong on the ac power cord plug was bent. The probable cause for the bent ground prong on the ac power cord is use in the customer environment. If the ac power cord was attempted to be removed from an outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the info known by the reporter upon query by hospira personnel.